Event description:
Two stents were inplanted in 2003. Pt had a heart attack the next day with chest pain. They were given morphine and an angioplasty was done to remove the thrombus. Pt was put on plavix. A few days later pt developed high fever, breathlessness. They were put on antibiotics and diuretics . They felt better and they were sent home. Six days later they becamed breathless, weak, ran fever, pulse pressure was high. Platelets subsequently decreased in february with blood sugar elevated. Pt subsequently expired.